Event description:
Pt receiving pulse oximeter monitoring with nellcor maxfast forhead sensor for 4 days. Sensor site changed every 8 hours per policy. Pt noted to have breakdown on skin - redness and bruising noted.